Manufacturer narrative:
B.4, g.3, and h.2 were updated. Type of investigation, investigation findings, and investigation conclusions were corrected based on the completion of the evaluation. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to inflation or deflation difficulties from the work order. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A video was provided by the customer but it did not include the entire balloon inflation and deflation procedure. Therefore, the video was unable to confirm the reported event. Imagery of the patient's anatomy revealed tortuosity present within the patient's iliac arteries and abdominal aorta. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The inflation difficulty and balloon deflation difficulty/unable were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was difficult to inflate and deflate the balloon. It took approximately 15 seconds to inflate and approximately 15 seconds to deflate''. As no abnormalities were reported during device preparation and back table manipulation, it is likely that the reported issue occurred due to patient and/or procedural factors. The provided imagery shows that the patient had a tortuous anatomy. The customer also stated that ''device was torqued during the procedure approximately 1/2 turn clockwise''. Per the training manual, ''to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending'' and ''maintain the proper orientation of the flex catheter throughout the procedure by ensuring the edwards logo is facing up on the delivery system.'' It is possible that the patient's tortuous anatomy can make the pathway more challenging for the delivery system to navigate which may have resulted to an inadvertent torquing of the device. It is also possible that the torquing of the device during procedure may have temporarily impeded the fluid path and contributed to the reported slow inflation and deflation of the balloon. While a definitive root cause is unable to be determined, available information suggests that patient (tortuous anatomy) and/or procedural factors (torquing the device) may have contributed to the complaint events.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra resilia valve in the aortic position, it was difficult to inflate and deflate the balloon. It took approximately 15 seconds to inflate and approximately 15 seconds to deflate, using a second syringe on the side port. The e on the delivery system was turned one half clockwise. The stopcocks were checked and open during inflation and deflation. The device inflated and deflated on the back table, even when bending the delivery system and flexing the device without difficulty. The valve was crimped per protocol and the balloon was deaired and prepped per protocol. A 2530 atrion inflator locked and unlocked appropriately and worked well before procedure when deairing the balloon and when re-inflating the balloon on the back table. The patient tolerated the prolonged pacer run and the rest of the case was successful.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.